Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient felt uncomfortable stimulation sensations but was still receiving adequate pain relief. There were no factors that might have led or contributed to the issue. The rep attempted reprogramming in the past and impedance checks were normal, but the issue did not resolve at the time of the report. Additional information received from a rep on 2018-jan-19 reported that the physician was planning to replace the whole system and they didn¿t know which lead caused the uncomfortable stim. It was also reported that patient reported the uncomfortable sensations to the rep in (B)(6) 2017, the leads were in the correct location and the impedance readings were fine then except for one contact that was not in use. Lastly, the cause of the uncomfortable sensations were not determined because the leads were old and were going to be replaced and the patient did not want any programming/diagnostic testing done. There were no further complications reported or anticipated. On 2018-02-09 pc (rep): no new information.